Manufacturer narrative:
The product will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instruction.

Event description:
The customer reported that when he initially placed the pod, his bg's were in the 90mg/dl range. When the pod was deactivated four hours later, however, his bg's rose to the 270mg/dl range. A kink was observed in the cannula, though no blood was seen. The pod will not be returned for evaluation.